Manufacturer narrative:
Report 9615332-2018-00148 is associated with (B)(4), biotene oral rinse (unspecified variant).

Event description:
My recent diagnosis of breast cancer started me looking harder at labels. [Breast cancer]. Case description: this case was reported by a consumer and described the occurrence of breast cancer in a female patient who received glycerin (biotene oral rinse (unspecified variant)) mouth wash (batch number unk, expiry date unknown) for drug use for unknown indication. Concurrent medical conditions included breast cancer. On an unknown date, the patient started biotene oral rinse (unspecified variant). On an unknown date, an unknown time after starting biotene oral rinse (unspecified variant), the patient experienced breast cancer (serious criteria gsk medically significant). The action taken with biotene oral rinse (unspecified variant) was unknown. On an unknown date, the outcome of the breast cancer was unknown. It was unknown if the reporter considered the breast cancer to be related to biotene oral rinse (unspecified variant). Additional information: adverse event information was received on 17 september 2018. Consumer reported that, "my recent diagnosis of breast cancer started me looking harder at labels. What I found is appalling, with your not only product, but myriad others. I have been using your biotene mouthwash, which, much to my chagrin, is loaded with carcinogens, two of which are parabens, a known carcinogen. The item was costly and is now partially used, I have no receipt, and the store refuses to take it back. I am sure you are aware of your price parameters for my area. I am asking you for at least a monetary refund of your product and at best a change in your formulation."